Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8042b implantable pulse generator, (B)(6) 2007; 6984m implantable lead extender, (B)(6) 2007; 4968-60 implantable pacing lead, (B)(6) 2007; 4968-60 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing p-waves which triggered a ventricular high rate (vhr) episode. The device sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead is under-sensing. The sensitivity was now increased and the refractory period was set to prevent inhibition from cross-talk. The lead remains in use. No patient complications have been reported as a result of this event.